Event description:
Patient with left ventricular assist device (lvad) therapy for 11 months presents with second episode of gi bleeding post lvad (first episode only required 1 unit blood transfusion- so was not reported); in the setting of inr 1.6 and aspirin therapy. Two units of blood were transfused. Upper endoscopy was negative. Heparin, coumadin and aspirin were resumed post bleed.